Manufacturer narrative:
Menufacturing site evaluation: evaluation is ongoing.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples available. There are no previous complaints of this code batch; 2,304 units of this code batch were manufactured and distributed, there are no units in stock. Without any closed sample(s) we cannot carry out a complete analysis. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Needle attachment results before releasing the product were within specification. Final conclusion: not justified. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Complaint states: detachment of the needle.